Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during a procedure, the black plastic tips of the instruments broke off the impactors during impaction of the femoral trial. All pieces were removed from patient. Patient was last known to be in stable condition following the event. All patient information is unknown.

Manufacturer narrative:
(H3) the evaluation of the of the reported event was likely, the result of attempting to impact the femoral trial at the anterior notch. This is not the intended use of the device. And likely led to the observed fracture. However, this cannot be confirmed, because the component was not returned for evaluation.